Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s), aas it did not match other cardiac marker results, which were low. The sample was repeated with a small sample cup on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Quality controls were within range at the time of event. The cause of the discordant, falsely elevated troponin results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.